Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had power error alarm and hardware low level failure error. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer was performed self test and test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph generated by adapt program. However, pump error 63 alarm confirmed in the device history due to broken pin 1 trace on keypad assembly.